Manufacturer narrative:
The device history record, rtr-0883-20001 ln 29352422, was reviewed. The pump was manufactured on july 16, 2024. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. The clinic ordered a triphasic CT scan to assess arteries. The triphasic CT scan was completed on (B)(6) 2024, triphasic CT scan result showed "nothing wrong with the arterial anatomy of the liver and no anatomical reason for malfunction was present." In addition, haps study was performed on (B)(6) 2024, and there was good perfusion and no obstruction or extravasation. As previously mentioned, the clinic decided that a pump replacement is needed. The surgery date is schedule for (B)(6) 2025. Intera oncology is waiting for the pump to arrive for investigation. Once the pump arrive and is investigated, an updated final report will be sent to the FDA.

Event description:
Intera oncology received a report of hai pump returning 30 ml ten days after last refill on (B)(6) 2024. On day 13 after first refill, pump returned 28 ml of hep saline from pump, the bolus line was clean with tissue plasminogen activator (tpa) and pump filled with floxuridine. The clinic decided the patient's pump needs to be replace. The surgery date is schedule for (B)(6)2025.

Manufacturer narrative:
The device history record, rtr-0883-20001 ln 29352422, was reviewed. The pump was manufactured on july 16, 2024. There were no non-conformances pertaining to this serial number. This device was used as a pyrogen testing sample, but this does not have an impact on the performance of the device. The device met all specifications prior to release from manufacturing. Intera 3000 hepatic artery infusion pump, serial number (B)(6), was returned to intera oncology on (B)(6) 2025. The interior and exterior packaging for the pump was intact. No obvious damage was observed. During the investigation, a couple of tests were done to confirm device performance. The results of the inadvertent bolus test and pressure/volume test passed and met specification. However, the results for the or prep and 7-day flow test failed. The complaint for pump serial number (B)(6) not flowing was able to be replicated by intera oncology. The no-flow was caused by an occlusion in the outlet flow tube. Therefore, a corrective action and preventive action (CAPA) was opened to determine the root cause of the occlusion. Note: as previously mentioned in the previous report, the patient did not experience any adverse effects.

Event description:
Intera oncology received a report of hai pump returning 30 ml ten days after last refill on (B)(6) 2024. On day 13 after the first refill, the pump returned 28 ml of hep saline from the pump, the bolus line was clean with tissue plasminogen activator (tpa) and the pump filled with floxuridine. The clinic decided the patient's pump needed to be replaced and the surgery date was done on (B)(6) 2025.